Event description:
It was reported to arthrocare that the pt underwent an acl reconstruction procedure using an arthrocare bilok driver 25 mm. Allegedly, the tip of the driver broke off with just half a turn left to complete the procedure, and remains in the pt. There is no plan to re-operate to remove the broken tip. There was no pt injury or adverse consequence reported.

Manufacturer narrative:
Pt's age and gender were requested, but to date have not been provided. The device was reported as returning to arthrocare for investigation. To date, the device has not been received. Once the device investigation and lot history review are completed, a follow up report will be provided.